Manufacturer narrative:
Results of investigation: vyaire medical was able to duplicate and confirm the reported issue. The exhalation flow transducer (pt802) failed.

Manufacturer narrative:
(B)(4). The suspect device has not been returned for evaluation at this time. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator alarmed xdcr fault immediately after the unit was powered on. The customer confirmed that there was no patient involvement associated with the reported event.